Event description:
Facility reports, "patient was 1 hour and 45 minutes into routine hemodialysis treatment, when patient was found unresponsive with heart rate in 50's, large pool of blood on floor beneath dialyzer. Blood returned slowly due to clot in venous bloodline, additional 600cc of saline given. Patient regained consciousness with blood pressure 124/68 and heart rate in 70's. Md paged, patient sent to hospital for 23 hours admission to receive 2 units of packed red blood cells. Blood leak from arterial header. Machine did not alarm." Dialyzer sample is not available for evaluation.